Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced infection/inflammation on both eyes (ou) at a one day post op exam. The surgery noted there was inflammation on both eyes. The patient had no complaint/comments and there was no loss of best corrected visual acuity (bcva) noted. Topical steroid dosage was increased to resolve the symptoms. Bcva from (B)(6) 2017: right eye pre-op 20/20 .00 x -.75 x 96; left eye pre-op 20/20 -.25 x -1.00 x 104.